Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.65 v and a charge time of 23.3 seconds. The caller inquired asked about charge time limits and noted that the patient had received therapy several times. The device, which is part of the shortened replacement window advisory, originally communicated (B)(4) 2007, had a monitoring battery voltage of 2.65 v after 20 months of implant.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. This device is included in the subpectoral implants ((B)(4) 2006) and shortened replacement window ((B)(4) 2007) product advisory populations. The device was explanted for reported normal battery depletion and returned for standard analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.